Manufacturer narrative:
H6: investigation findings and investigation conclusions were updated to reflect the results of investigation. H6: the manufacturing records were reviewed and documented in the product history task. The device lot met all pre-release specifications. H6: code d1101: the physician reported that the balloon likely ruptured the vessel as it was inflated at a position where it covered the origin of the internal iliac artery; therefore, the cause of the reported vascular rupture may be attributed to the reasonably foreseeable misuse of the user inflating the balloon in an inappropriate location.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2026, this patient underwent an endovascular treatment for abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. The planned devices were successfully deployed. The bilateral contralateral legs were landed just proximal to the iliac bifurcations. An angiography showed a type ib endoleak on the right side, so additional ballooning was performed for the right distal contralateral leg by a non-gore balloon catheter. After that another angiography was performed and confirmed vascular rupture around the right internal iliac artery origin. Therefore, the right internal iliac artery was coil-embolized and an additional contralateral leg was placed to extend the treatment area into the external iliac artery. The endoleak disappeared. The patient tolerated the procedure. The reporting physician commented as follows: during the balloon inflation, the balloon likely ruptured the vessel as it was inflated at a position where it covered the origin of the internal iliac artery.